Event description:
The user had an impact on the left side of his head over the implant in early (B)(6) 2020. Hearing performance with the device was affected. The user was re-implanted on the (B)(6) 2020.